Event description:
Consumer states that the right brake is not releasing from the wheel. Consumer states they have tried pulling up on the brake handles and pressing down but the brake itself does not release from the wheel for it to roll. No additional information provided.